Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed approximately 52 mm from the terminal pin; the helix was partially extended with dried blood/body fluid on and around the helix. Testing was completed to assess lead electrical performance of each segment. Measurements throughout were within normal limits. Microscopic inspections of the terminal pin, lead body, and electrode tip found no anomalies. Laboratory testing confirmed the reported induced damage but was unable to reproduce the other reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency department exhibiting intermittent loss of capture (loc) at maximum output; the lead was found to be dislodged. A revision procedure was performed wherein the physician attempted to reposition the lead, but the helix could not be retracted. As such, the lead was severed so a new sheath could be used but it could not be advanced. The lead was extracted and a new lead was subsequently implanted. No additional adverse patient effects were reported.